Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side "capsular contracture IV." Physician later reported "moderate inflammatory infiltrate, edema and vasocongestion, presence of foci of synovial metaplasia.¿ device has been explanted.

Manufacturer narrative:
Photo analysis:visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b6, d4, d9, h4, h6.

Event description:
Patient reported right side "capsular contracture IV." Physician later reported "moderate inflammatory infiltrate, edema and vasocongestion, presence of foci of synovial metaplasia." Device has been explanted.